Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump with the condition of the main light does not light when mains power is applied. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with malfunction of "main light does not light when main power applies" was confirmed during product evaluation. This condition was caused by faulty main input supply fuses. The fuses were replaced to correct the reported condition. A service history review revealed that this device has not been serviced prior to this event. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.